Manufacturer narrative:
The device was not returned for evaluation. Therefore, this event is reported solely on the information provided by the customer. This issue is a known issue and has been addressed via ncr # 08183. The supplier provided a raw material that did not meet the manufacturing specifications. For that reason, all affected raw materials were returned to supplier to prevent the issue from reoccurring. Several samples from the inventory were pulled to recreate the reported issue, but they did not exhibit any issues as the hooks adhered properly on the foam material, or the issue was already resolved. A review of the complaint database did not reveal any similar events against this device in the past 2 years. Therefore, it appears that this complaint was an isolated event. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturing reference file number (B)(4).

Event description:
Customer reported via email the trach ties are not lasting, the last one they used only stayed on for an hour. He has used them in the past with no issues but says they don't seem to be the same quality. They do not have the product to send back.